Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 290 units of insulin during the load sequence. There was no adverse impact to the customer¿s blood glucose level. The customer re-loaded the cartridge to resolve the issue.